Manufacturer narrative:
(B)(4). Approximate age of device - 1 month. The device was returned for analysis. Evaluation is not complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was seen in clinic on (B)(6) 2016 with signs and symptoms of device thrombosis. The patient exhibited lower extremity edema and complained of generally not feeling well. The patent's lactate dehydrogenase (ldh) level on (B)(6) 2016 was 925 u/l. The patient was admitted to hospital, a heparin infusion was initiated, and the patient was elevated to status 1a on the transplant list. On (B)(6) 2016 the ldh increased to 1204 u/l, and the patient received a transplant.

Manufacturer narrative:
The report of thrombus was confirmed. Upon disassembly of the returned pump, examination of the rotor bearing ball revealed a red/white, tissue like deposition. The deposition had a ring-like structure and areas that were denatured, indicating that it likely developed over an undetermined period of the time while the pump was in operation. The duration of its presence in the pump could not be conclusively determined. Examination of the rotor bearing cup also revealed a white, soft deposition. The deposition was loosely seated and there were no evidence of lamination, denaturing, or contact marks on the rotor to indicate that the it was present while the pump was operating. A specific cause for the depositions and a timeframe for which they were present could not be conclusively determined. The depositions could have potentially contributed to the reported elevation in the patient¿s lactate dehydrogenase level. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from this testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Device thrombosis and hemolysis are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.